Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error u-02 occurred on erbe integrated electrosurgical unit (iesu). Before contacting the tse, the customer had used another vision side cart (vsc) from another system to continue with the procedure. The tse was unable to verify errors in the logs because the system was power cycled before.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and confirmed u-02 errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.